Event description:
In 2004, the pt was implanted with two gore excluder aaa endoprostheses. A control CT (unk date) showed a growing aneurysm without detectable endoleak. In 2008, an open surgical repair was performed. A type ii endoleak was discovered. The two gore excluder aaa endoprostheses were explanted. A gore sbt prosthesis was implanted. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs. Please note that an add'l device implanted in the original procedure.